Event description:
On 16-oct-2025, it was reported that on an unknown date within the prior two weeks the user experienced blood glucose fluctuations with reported hypoglycemia to 40 mg/dl and hyperglycemia to 548 mg/dl, resulting in hospitalization. The user was transported to the hospital by family and treated with multiple daily injections. The user was discharged a few days later, and the end-user reported not thinking as clearly as a long-term health effect.

Manufacturer narrative:
The user experienced severe blood glucose fluctuations resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported hospital admission and treatment with multiple daily injections. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Because a specific event date could not be confirmed, only device data from the days preceding the complaint report was reviewed; these data showed episodes of hypoglycemia and hyperglycemia with corresponding alerts, ongoing insulin delivery requests, and no malfunction alerts or motor errors. Based on available information, the event was associated with therapy management factors, including inconsistent eating and missed meal announcements, and the reported speech difficulty was attributed by the user and healthcare provider to residual effects of a prior stroke. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.